Manufacturer narrative:
Concomitant medical products: product ID: 5071-53 lead, implanted: (B)(6) 2005; product ID: 330258 lead, implanted: (B)(6) 1994; product ID: 330854 lead, implanted: (B)(6) 1994. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a rise in left ventricular (lv) lead impedance was noted. Upon further analysis during a routine generator change out, it was determined that the lv lead was functioning as intended and that insulation damage of the right ventricular (rv) lead was thought to be the cause of the impedance rise. The rv lead was capped and an existing lead was reactivated. No patient complications have been reported as a result of this event.